Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot #: va1fj6y, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot #: va1fj6y, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 06-jan-2019, UDI #: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 06-jan-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. The caller reported the ins had moved lower in the chest due to old age and gravity. They could also see the lead wires under the skin. Due to the lead wires being visible under the skin a revision surgery was performed which resolved the issue. No further complications were anticipated.